Manufacturer narrative:
Taper ii medwatch sent to FDA on 06/02/2016 . Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. Visual inspection noted the returned band and access port had clear fluid present on the inner surfaces of the device. Brown particles were noted on the outer surface of the band. Non-penetrating nicks/scratches were noted on the port base. An air leak test was performed on the port and on the band, and no leakage was noted. A fill inspection test was performed on the port, and no blockage or resistance to flow was noted. Microscopic analysis noted that the band tubing was broken with striations consistent with surgical end cuts to remove the device. A sharp, striated opening, noted to be consistent with a needled puncture was observed on the band tubing. Device labeling addresses the reported event of possible port/band leak as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Care must be taken to avoid damaging the band, its inflatable section or tubing, the access port or the calibration tube. Use only rubber-shod clamps to clamp tubing. Adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a " possible leak in port - fluid missing checked two times....band and port checked in or at hospital. No obvious leak but fluid noticed around band - entire band and port replaced."

Manufacturer narrative:
Tapper ii, supplement #1 medwatch sent to the FDA on 11/09/2016. Corrected data noted in model/lot #.